Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing pain at the implantable pulse generator (ipg) pocket site. The patient underwent a revision procedure wherein the ipg was reposition. The patient was doing well postoperatively. Nothing was explanted or added.